Event description:
It was reported there was no stimulation sensation following a neurostimulator change out. Impedance reading were >4000 ohms on all or some of the bipolar pairs. The rep reprogrammed the patient using electrodes within normal range. The patient continued to feel no stimulation. A follow up report will be sent if additional information is received.

Manufacturer narrative:
.